Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the she has been high for a couple of days due to possible under delivery of insulin. The customer reported high blood glucose levels of 22.0 mmol/l, 6.5 mmol/l and 3.2 mmol/l. The customer treated with manual injection and the blood glucose went down to 11 mmol/l. The customer reported that the basal was set to 0.8 unit per hour and nothing came within three hours. Troubleshooting was performed. The insulin pump passed the displacement test but high pressure test was not performed. The customer stated that the insulin exit with small amounts. The customer was advised to have basal rates reviewed by health care professional. The customer was advised to replace her insulin pump. Product is expected to return for analysis. Additional device related incident: insulin pump ((B)(4)).